Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were down. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were down. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex f to reflect delay in patientcare.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were down. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that most drawers in the main cabinet had failed and were showing "off the bus," indicating a communication failure. The interface cable was found to have visible cuts, which likely disrupted communication, although all lights on the back panel appeared connected. A field service engineer shut down the station, replaced the damaged pyxibus cable, added protective tape to sharp edges, and inspected and secured all other cables. After rebooting the station, the error message cleared, all drawers became accessible, and functionality was verified by the escort through drawer inventory. The system functioned as intended after the field service engineer repaired the device.